Manufacturer narrative:
Faulty power supply. Faulty cpu board.

Event description:
It was reported by service report that the bed was at the lowest height with power working intermittently. It is unk if there was pt involvement. However, no adverse consequences were reported.